Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the needle got detached from the housing before they put the sensor in serter. It was reported that the second serter had error. The customer's blood glucose level was reported to be 257.4mg/dl. It was reported that the sensors would be replaced.